Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarm failed to automatically inflate.the customer promptly replaced it with other equipment and no harm was caused to the patient.

Manufacturer narrative:
Due to character restriction in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11, e1 (initial reporter, event site telephone) due to character restriction in block in e1 e1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site address is (B)(6). Updated fields: b4,d8, d9, e1( event site address , event site city ) , g1( contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The device self-tested and alarmed that the automatic inflation failed, and the motor failure was detected. After replacing compressor, scroll (d119-00-0236), the functional parameters of the device were normal and delivered for clinical use.